Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, xt-r, conquest pro. Guide catheter: hyperion. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that when the balloon catheter was advanced toward the lesion the device met resistance with the moderately calcified, 100% stenosed, mildly tortuous anatomy causing the reported resistance during advancement, ultimately resulting in the balloon rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, 100% stenosed, concentric lesion in the mildly tortuous proximal left anterior descending artery. During advancement of a 2.5x15 mm trek rx balloon dilatation catheter (bdc), resistance was felt with the lesion. The bdc was inflated and ruptured at approximately 10 atmospheres. The bdc was removed without resistance and a non-abbott bdc was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.